Event description:
It was reported that a smiths medical pump failed accuracy -14.00% while testing. No patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. All the test results were within the published +/-6% delivery accuracy specification. There was no problem found with the returned pump. It was recommended that the expulsor assembly be replaced as a preventative measure.